Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. The device history record was reviewed for the reported lot number and it was confirmed that the needle protection system (sure loc) was not included in the bill of materials. The exact root cause could not be determined at this time. A corrective and preventative action plan has been put in place to continue the investigation into the cause for the missing needle protection system in the bill of materials. The bill of materials has been updated to include the needle protection system. A visual aid has also been put into place to ensure that the manufacturing personnel have both written and visual reference material.

Manufacturer narrative:
(B)(6) exp initial emdr submission. Carefusion has reached out to the customer and requested return of the complaint device for further investigation. To date carefusion has not received the complaint device back from the customer. A follow up emdr will be submitted by carefusion should the complaint device become available for evaluation or if additional information is provided. (B)(4).

Event description:
Customer reported that "product number (B)(4) does not have the "safety lock" feature and we are concerned about safety issues using this product". Reported item was being used on patient. No patient harm reported or medical intervention required.